Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units touch screen is not working. There was no harm reported.

Manufacturer narrative:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had a touch screen is not working. Patient was involved/no harm. A getinge field service engineer evaluated the unit and took the bottom display apart and cleaned with alcohol. Display then worked correctly. Performed full functional and safety tests. All tests pass.* returned to customer and cleared for clinical use.